Manufacturer narrative:
(B)(4).

Event description:
During an implant procedure, impedances of >4000 ohms were measured on all of the bipolar pairs. The voltage was increased to 3.5 volts then re-ran impedances with the same results. The physician then unhooked the extension from the lead and the lead was tested in the snap-lid. High impedances were still seen and stimulation was noted on either lead. Due to time constraints with the physician, he could not replace the leads today and the decision was made of close the pt up. However, once the extensions were reconnected to the new neurostimulator, electrode combinations of 0&1, 0&2, 0&7, and 1&2 measured normal impedances. It was noted that the same programming was maintained with the new neurostimulator. Additional info was requested.